Manufacturer narrative:
The nurse reported that she was trying to print from the central nurse's station (cns) when the display screen froze. She performed a hard-reboot on the cns and powered it back up. When powering back up the cns displayed a "please wait" message and failed to fully boot into the cns software. Nihon kohden technical support provided troubleshooting tips to the biomedical engineer (bme), who tested both hard drives and determined that one of the hard drives failed, needing to be replaced. The bme ordered a new hard drive to resolve the issue. No patient harm was reported.

Event description:
The nurse reported that she was trying to print from the central nurse's station (cns) and the display screen froze.

Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at (B)(6) medical center reported cns stuck on splash screen after hard shut down due to screen locking up on main unit pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported that the screen froze, and customer could not print from cns. After about 10 minutes customer hard rebooted the cns and tried to power it back up. Once the cns was powered up it stopped at the cns software splash screen and it sat at that screen for 2 hours with a message stating "please wait". Nkts assisted customer in troubleshooting by pulling hdd1 from the system and booting the cns with only hdd0 placed in the tower. The cns still got stuck at the bootup screen. Then nkts asked customer to shut down the cns and pull hdd0 out and place hdd1 in the hdd0 slot and power the system back up. The cns continued to get stuck at the boot screen. Nkts educated that the cns's does a chkdsk on the hdds in the background (usually takes about 30 to 40 minutes to complete) and it can be possible cause of the issue. Nkts suggested customer to leave the cns powered up for 45 minutes then power down the cns and attempt to boot the system again with only hdd1 on the hdd0 slot. Customer called to inform that the issue was resolved. Investigation result: nature of complaint: cns freezing. Complaint pattern: review of device history found no similar incident on cns freezing review of customer's account found no similar incidents on cns freezing: review of device family history pu-621ra, found following 33 similar issues have been reported as of jan 8, 2020 with issue of cns freezing. The pattern was analyzed searching key words "freeze, froze, stuck, reboot" in the qa trending report 01-08-2020 by applying product filter as "pu-621ra". Ticket# 69185 (300183303): on (B)(6) 2019 customer at univ of (B)(6) reported issue of cns freezing for 20min then rebooted on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) health ctr reported issue of cns freezing - configured hard drive on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) health ctr reported issue of cns freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) healthcare reported issue of central nursing station freezing up, display message says cns hard drive corrupt on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) healthcare reported issue of unit was freezing and stuck in boot loop on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) memorial hospital attn: accounts payable reported issue of display freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) healthcare reported issue of system freezing on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) hospital center reported issue of cns freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) health reported issue of pu-621ra intermittent freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2019 customer at (B)(6) medical center reported issue of cns will freeze on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) hospital reported issue of central is freezing up on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) regional medical ctr reported issue of device freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2018 customer at univ of (B)(6) health reported issue of device freezing on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) reported issue of intermittent freezing issues on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) hospital reported issue of pu-621ra screen freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) hospital reported issue of pu-621ra keeps freezing up on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) medical center reported issue of cns stuck at splash screen on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) health reported issue of cns freezing on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) health reported issue of cns froze on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) university hospital reported issue of cns constant freezing up on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing and crashed on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2017 customer at (B)(6) reported issue of system freezing and caused data loss on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2017 customer at (B)(6). Reported issue of monitor freezing on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2017 customer at (B)(6) medical ctr reported issue of system freezing on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2017 customer at (B)(6) hosp reported issue of cns keeps freezing on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2017 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2017 customer at (B)(6) medical center reported issue of device has been intermittently freezing. On pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) med ctr reported issue of cns randomly freezes and system message re: corrupted file on pu-621ra with serial# (B)(6) . Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns froze and would not boot into windows on pu-621ra with serial# (B)(6). Ticket# (B)(4): on (B)(6) 2018 customer at (B)(6) medical center reported issue of cns froze at the splash screen after the fan was cleaned on pu-621ra with serial# (B)(6). Root cause analysis method and result: root cause analysis method: [?] Fish bone / cause and effect / ishikawa diagram for cns screen freezing, to identify possible causes: machine: defective fan hard drive / disk failure antivirus software in compatibility / virus in system software in compatibility / windows incompatibility inherent limitations like limited battery capacity, etc. Material: defective ups causing sudden shutdown defective cables defective touch screen of the unit : method: process / frequency of rebooting is not as per specification lack of / no preventive maintenance using power strip or extension cords process of usage by user. Person: over loading system lack of user education on limitations of unit accidently unplugging the unit ignoring alert messages environment: network connectivity o frequency of power outage uncertain duration of power outage temperature or moisture surrounding the unit the cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor's temperature and fan speed should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the information which would prompt user to perform needed maintenance. Additionally, restarting of the central monitor is recommended once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. Per cns-6201a operator's manual, the expected service life of the cns is 5 years (except for periodical replacement parts). Note: cns-6201a model was discontinued on 04/01/18 in mmbex 069 [a] due to the introduction of cns-6801a. Support for the unit will continue for a minimum period of seven years. Result: root cause of the issue was cns was that the unit was running check disk command I the background. The warranty of the device expired on 06/19/2016. Risk assessment: as documented in the quality complaint investigations work instruction, with document ID: sop06-075. · severity of the issue: major. O rationale: if the cns was monitoring bedside monitors; there would not be a total loss of monitoring as monitoring and alarms continue at the point of care. Neighboring beds on the cns can be monitored via interbed on other bedside monitors and beds on the malfunctioning/rebooting/freezing cns can be moved to open tiles on other cns's. If the cns were monitoring telemetry patients a total loss of monitoring would occur and based on the downtime, there could be a delay in treatment or associated harm. To lessen downtime; neighboring beds on the cns can be monitored via interbed on another bedside monitors and beds on the malfunctioning/rebooting/freezing cns can be moved to open tiles on other cns's. In addition, consignment equipment can be placed in service. The cns in question should be removed from service and sent for exchange and repair. Would it be likely to cause or contribute to a death or serious injury, if the malfunction were to recur? Potentially - yes for telemetry patients and no bedside patients. Probability of the issue: unlikely. Rationale: the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 8, 2020. Out of 33046 records, 33 similar issues have been reported with issue of cns freezing. The pattern was analyzed searching key words "freeze, froze, stuck, reboot" in the qa trending report 01-08-2020 by applying product filter as "pu-621ra". Total number of pu-621ra sold till jan 22, 2020 is (B)(4) in the us since 2014. (B)(4). According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high. Investigation conclusion: root cause of the issue was cns was that the unit was running check disk command I the background. The warranty of the device expired on 06/19/2016. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high. Conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available.

Event description:
The nurse reported that she was trying to print from the central nurse's station (cns) and the display screen froze.